Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the a right atrial (ra) lead revision was performed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.